Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low speed and pump stop events. Based on complaint history and similarly reported event, the pump stop and low speed events observed in the submitted log files are consistent with damage to one or more wires in the patient¿s driveline; however, a specific cause could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2021 at 7:40:44 to (B)(6) 2021 at 12:09:17. The pump fixed speed was set at 9000 rpm with a low-speed limit of 8600 rpm for the duration of the captured data. On (B)(6) 2021 at 20:13:16 the pump speed dropped below the low-speed limit while the patient was connected to power module power, resulting in a low-speed advisory. On (B)(6) 2021 from 7:49:31 to 7:53:03 there were multiple captured events where the pump speed dropped below the low-speed limit including 5 pump stop events. These events were associated with low-speed advisory, low speed hazard and low flow hazards. On (B)(6) 2021 from 1:06:17 to 2:20:14 there were further low speed events, including 4 pump stop events. These events were associated with low-speed advisory, low speed hazards and low flow hazards. All of the pump stop and low speed events occurred while the patient was supported by power module power. A distal end driveline repair was performed by the technical service representative on (B)(6) 2021. The driveline was returned severed approximately 19.5¿ from the metal connector. The driveline was returned covered in black tape surrounding a plastic tubing. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during intact testing, even with manipulation of the driveline. The black tape, tubing and silicone sleeve were removed and revealed kinks in the bionate layer but was otherwise unremarkable. The bionate was removed and revealed numerous areas of shield breakdown. The shielding was removed, visual and microscopic inspection of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to verify the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) no product is available for investigation. Incidental findings: superficial damage to the outer silicone jacket. The relevant sections of the device history records for (B)(6) and driveline (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was experiencing low flow and pump stop alarms. When they manipulated the wires the alarms would resolve. Log file analysis captured speed drops below the low speed limit with associated pump stops from (B)(6) 2021; these only occurred while the pump was connected to the power module. These events were indicative of a short to shield in the percutaneous lead/driveline. X-ray images were submitted that showed some areas of stress to the driveline, but a short to shield condition could not be confirmed. An external percutaneous lead repair was performed on (B)(6) 2021 approximately three inches from the exit site.